Manufacturer narrative:
Approximate age of device ¿ 87 days. The pump was not returned for evaluation, as the hospital disposed of the pump and equipment. A direct correlation between the device and the patient¿s outcome could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to a ¿head bleed¿. No additional information regarding this event was provided. Historically, the patient was implanted on (B)(6) 2015 and experienced elevated pump powers approximately one month post implant. The patient was reportedly ¿doing ok¿, no interventions were required and the patient was discharged to home. On (B)(6) 2015, lactate dehydrogenase (ldh) levels drawn at an outside hospital were elevated approximately 400u/l above the normal range and the pump powers were again elevated. The patient was admitted to the implanting center where the ldh was reportedly 473u/l, then 458u/l. The patient was discharged after evaluation with no treatment rendered. On (B)(6) 2015 the patient was admitted for acute-on-chronic right ventricular failure with pump power elevations. No other abnormal alarms or events were captured in the system controller data log. The patient had been on inotropic support at home for an unspecified period of time. The patient status was described as ¿improving¿. It was reported that any lvad malfunction was ruled out. No information regarding the patient¿s anticoagulation regimen was provided.